Event description:
It was reported that some time post port removal procedure, the patient experienced nodule over chest wall. After ultrasound, it was found that the port connector part remained in the body after port removal. Patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One photo and three medical images were provided for review. Based on the provided photo the investigation is confirmed for the reported disconnection issue as port connector is removed separately from the patient. Furthermore based on the image review the investigation is confirmed for the reported disconnection issue as an ultrasound image describes a foreign body was identified which is presumably the port connector which was not appeared in post removal chest x-ray as may not have any radiopaque material or simply was now in an anatomic position that was not apparent via standard ap x-ray. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port removal procedure, the patient experienced nodule over chest wall. After ultrasound, it was found that the port connector part remained in the body after port removal. Patient current status is unknown.